Manufacturer narrative:
Qn#(B)(4). The customer returned a single guide wire for evaluation. No obvious signs of use were observed. The guide wire was observed to have a several kinks/bends across the body. The distal j-bend was slightly misshapen but intact. Microscopic examination confirmed the kinks in the guide wire body. Both welds were present and were observed to be full and spherical. The major kinks on the guide wire measured 330mm, 562mm, and 572mm from the proximal tip. The overall length of the guide wire measured 601mm, which is within the specification of 596mm-604mm per the guide wire product drawing. The outer diameter of the guide wire measured 0.790mm, which is within the specification of 0.788mm-0.826mm per guide wire product drawing. The guide wire was advanced through the dilator. The functional end of the guide wire passed with little to no difficulty; however, major resistance was encountered at the location of the kinks. Performed per IFU statement, "use tissue dilator to enlarge tissue tract to the vein as required. Follow the angle of the guidewire slowly through the skin". A manual tug test confirmed that the distal and proximal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage". The report of a kinked guide wire was confirmed through visual analysis of the returned sample. The guide wire was kinked in three locations across the body. The returned guide wire met all relevant dimensional and functional requirements, and a device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use , unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported on (B)(6) 2024, the doctor found the dilator tip split and swg kinked during use on the patient." There was no harm for the patient. The user changed to a new set. The patient's current condition is reported as "fine". Associated MDR numbers include: 3006425876-2024-00969 and 3006425876-2024-00967.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "on 14 sep 2024, the doctor found the dilator tip split and swg kinked during use on the patient." There was no harm for the patient. The user changed to a new set. The patient's current condition is reported as "fine". Associated MDR numbers include:3006425876-2024-00969.